Event description:
Further information received reported the patient had received assistance from their doctor or manufacture representative and their concerns were resolved on (B)(6) 2013.

Event description:
It was reported during implant surgery a muscle in the patient¿s back was split. It was noted ever since the patient could hardly do anything and had to file for disability. Additional information received reported in a laminectomy the muscle is ¿split¿ to allow access to the spine. It was reported there was no device issue. The patient required hospitalization due to the event but it was noted to be post-operative. It was reported the patient was still with pain.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).